Event description:
Pt received a sulzer orthopedics, inc inter-op acetabular shell implant in 2000. The device was explanted in 2001. Preoperative diagnosis: failed acetabulum left total hip replacement. Postoperative diagnosis: failed acetabulum left total hip replacement. Procedure: revision acetabulum left total hip replacement.